Event description:
It was reported that during a follow up the left ventricular lead exhibited an elevated capture threshold. The physician elected to leave the device implanted. At a later follow up the lead exhibited exit block. The device was then explanted and replaced. During the explant procedure the lead was found to be dislodged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomaly was found.